Manufacturer narrative:
(B)(4): no samples were received for evaluation. No customer pictures were provided. The customer was unable to provide the exact 456038 batch where the mixed tubes were found. However, the customer was able to provide three possible batch numbers of 456038 which they shipped to the end user within the last 6 months. A review of quality and production documentation for the three possible 456038 batches, in addition to the 456286 batch, revealed no deviations in association with the reported error. Furthermore, none of the provided materials, batches were produced within the same timeframes nor run on same assembly machines. Unfortunately, without basic information, a more thorough investigation is not possible. Therefore, the cause of the event cannot be determined.

Event description:
Customer states that an end user reported receiving 12 tubes of 456286 lot b230839x mixed in with 456038. End user does not have the lot number of the pack the mixed tubes came from; and they do not have pictures or the original packaging. End user does not use 456286 tubes as it is a custom tube for a different customer. The defect was detected at the end user lab, as 456286 is not meant for whole blood and the samples received were clotted. All 12 tubes were used. The customer has sold the following lots of 456038 to the end user in the last six months: b230733g, b23093a6, b231033s.